Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted procedure, the customer was replacing a lamp module. During removal, the lamp was still hot, and the customer sustained a burn. It is unknown if any intervention was required to address the customer's burn.